Manufacturer narrative:
Baxter quality assurance dept has reviewed proper procedures with the home pt in addition to referring them to their nurse for local procedures.

Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during drain 2/4 of automated peritoneal dialysis therapy. Reportedly, the home pt disconnected transfer set from the pt line of the homechoice set without pausing therapy. When the home pt returned, pt reconnected to the setup and received the alarm. Baxter's technical service ctr assisted the home pt in ending the therapy early. Therapy was completed by setting up with new supplies. No pt injury or medical interventions was associated with this incident per the home patient.